Event description:
The customer called to report the insulin pump alarmed for button error. Blood glucose reading at the time was 150 mg/dl. Advised the customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarms were noted during testing. The insulin pump had a cracked case at the display window corners, minor scratches on the display window, cracked battery tube threads, cracked reservoir tube, a stripped battery cap coin slot and a broken belt clip slot.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.